Event description:
Phlebotomists report that the needle is frequently stuck inside the cap when the remove the cap prior to patient use. This causes the phlebotomist to have to push the needle back onto the hub and try and tighten it back on.